Manufacturer narrative:
The insulin pump was received with no up button response due to corroded keypad traces. No unexpected numbers scrolling during testing. The device had cracked case at the display window corner, cracked reservoir tube lip, and minor scratched lcd window.

Event description:
The customer reported that the insulin pump buttons were unresponsive. Customer's blood glucose was 194 mg/dl. Troubleshooting was done. Advised customer the insulin pump would be replaced. Advised to discontinue using the insulin pump and revert to a back-up plan per health care provider. No further information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.